Event description:
Balloon leak was noted less than 24 hours after insertion. The iab was removed and not replaced. The pt was reported to have expired due to illness and not as a result of this incident.